Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error 24 and the screen was turn off. Troubleshooting was performed and the customer was able to clear the pump errors, power loss alarm and program the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement, and self-test. The p-cap/reservoir does lock properly. Unit successfully downloads to thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No alarms, alerts, or blank display noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6)2023 13:16:00.000 in the history files. These alerts are expected and occur during normal pump operation. However, confirmed pump error 24 (line number 705 file number 121) in the pump history download on (B)(6) 2023 20:33:00.000 due to moisture damage to pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found¿moisture damage¿on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads, cracked case at battery tube, and serial number label faded. Confirmed pump error 24 in the pump history download due to moisture damage to pcb1 and pcb2 boards. No power errors, blank display, or pump errors noted during analysis and passed all required testing, however, found corroded battery tube and¿moisture damage¿on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.